Manufacturer narrative:
The device was received for evaluation. During functional testing of the device it was observed that the device did not prompt a load set screen, thus not recognizing an open door. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the this issue. The cause was identified to be the upper auxiliary hook not engaging. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device did not recognize an open door. No additional information is available.